Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the battery longevity of this implanted cardiac resynchronization therapy defibrillator (crt-d). It was confirmed that the battery was exhibiting premature depletion, and replacement or repeat data analysis was recommended within a provided timeframe. At this time, this crt-d remains implanted and in-service. No adverse patient effects reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the battery longevity of this implanted cardiac resynchronization therapy defibrillator (crt-d). It was confirmed that the battery was exhibiting premature depletion, and replacement or repeat data analysis was recommended within a provided timeframe. Recently, the physician surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This crt-d has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to correct b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the battery longevity of this implanted cardiac resynchronization therapy defibrillator (crt-d). It was confirmed that the battery was exhibiting premature depletion, and replacement or repeat data analysis was recommended within a provided timeframe. At this time, this crt-d remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to correct b5 (event description).

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the battery longevity of this implanted cardiac resynchronization therapy defibrillator (crt-d). It was confirmed that the battery was exhibiting premature depletion, and replacement or repeat data analysis was recommended within a provided timeframe. Recently, the physician surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This crt-d has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.